Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was between 350mg/dl to 425mg/dl. Customer treated with the pump. Customer stated that they had a low blood glucose value of 70mg/dl. Customer treated with muffin and 20 units of carb. Customer also had no delivery alarm which was resolved. Insulin pump will not be returned for analysis.